Manufacturer narrative:
Block b3: exact date unknown, event occurred three months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was turning off on its own. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility.